Event description:
(B)(4). Severe abdominal pain that caused two hospitalizations. All test were normal but pain could not be treated with out IV medication during emergency visits. 2 years of dealing and I am faced with the coils causing cyst that reoccur and burst.